Event description:
It was reported that prior to a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a surgical procedure at the user facility foreign material was found in the sterile packaging of the product. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported foreign material was confirmed by a manufacturer repair technician through functional evaluation. A potential cause of the foreign material in the packaging is a manufacturing issue. As the device is a single use product, it was destructively tested and discarded by the manufacturer.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.